Event description:
Cannulated screw driver broke during surgery. There was no patient injury. Additional information was requested; not received at the time of this report.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.